Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). During the analyzes of the history log files no flow deviation could be detected. It could be detected an infusion therapy with a flow rate of 580 ml/h and an occurred upstream alarm after 30 minutes. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to (B)(4) was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). During an inside investigation no damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
(B)(4) the device has been requested to send it for investigation to bbm laboratory in (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (user facility information from bbm sales organization in (B)(6)): "over infusion" customer information: a patient whose blood transfusion was set to transfuse over 3 hours, instead had their blood transfused over 1 hour. The infusion commenced at 10.45am and was documented as complete at 11.45am. .